Event description:
Caller reported that the t: slim x2 pump battery would not charge, with the screen going blank unexpectedly and displaying a reset screen. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue by changing the charging supplies and using a different tandem wall adapter and charging cable, after consulting with technical support for troubleshooting.